Event description:
The customer reported being in the emergency room due to high blood glucose of 535mg/dl. The customer experienced nausea, thirst, urination, and vomiting. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer stated that the cannula was removed and it was not bent. Advised the caller to contact her doctor regarding her high blood glucose that she is experiencing again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.